Manufacturer narrative:
The manufacturing date and the date of the event are unknown. An acorn dealer, through the va, installed the stairlift five years ago for the customer's husband, but in the past few years, she started using the stairlift. In march, the customer contacted the dealer to replace her broken seat; however, the dealer was not able to repair the stairlift. Acorn sent the seat squab to the supplier for further investigation. The supplier concluded the seat squab broke because the seat design did not provide adequate strength to support customer's weight with continued use.

Event description:
The customer contacted acorn stairlifts, inc. (Acorn) on 6/30/2020 requesting service to replace her broken seat squab. At the end of (B)(6), she was sitting on the edge of the seat trying to get off at the bottom of the stairs when the seat squab snapped.